Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was popping up error code 37 for internal coin battery. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 37. The device has not been serviced previously. The reported problem was verified by functional testing. The cause is the real time clock battery. Replaced the real time clock battery to correct the issue. The device passed all functional tests post repair.